Event description:
Boston scientific crm received information that during a follow up visit, the patient with this device reported experiencing dizziness and light headedness symptoms. Interrogation revealed the device had switched pacing modes due to a high out of range impedance measurement. A review of the electrograms revealed ventricular tachycardia and atrial tachycardia response episodes had occurred. In addition, noise was displayed on both the atrial and ventricular channels. Normal threshold measurements were obtained. The device longevity displayed "beginning of life" and longevity greater than five years remaining. The patient with this device was referred to a surgeon for further review of this device and pacing system. No further adverse patient effects were reported.

Event description:
Additional information was obtained, a revision procedure was performed, the right ventricular lead was surgically abandoned and replaced. In addition, the atrial lead was replaced. Acceptable measurements were obtained after the revision procedure. No further issues were revealed post procedure.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service.

Manufacturer narrative:
- -